Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right ventricular lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.